Event description:
During routine removal of the slic screw, the screw separated at the screw's joint. The caphold portion of the screw was removed with no issue. The iunate portion was difficult to remove; it took more than 2 hours to remove, causing extended surgery time.

Manufacturer narrative:
Batch was packaged in october and december of 2011; expiration date is either 10/31/2018 or 12/31/2018. Batch was packaged in october and december of 2011; manufacture date is either 10/13/2011 or 12/20/2011.